Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on apr 11, 2007. Evaluation summary:the report condition of silent shutdown was not confirmed during service. No assignable cause was demonstrated.

Event description:
The facility reported an infusion pump which shut off during patient infusion of dopamine and diprivan for an unknown condition. The failure was reported to have occurred during patient use. The hospital representative stated that there have been no reports of any patient injury or medical intervention. No additional information available.